Event description:
It was reported that the asymptomatic patient presented for follow-up. It was noted that the right ventricular lead had been implanted in the left ventricle. The physician explanted and replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.